Event description:
This was a lead extraction procedure to remove four leads due to cied system/pocket infection. Each of the leads was prepped with an lld and a 16f glidelight laser sheath was used for the extraction. During the procedure, the physician withdrew the laser sheath from the patient with the intent of lasing on another lead; however when he removed the sheath he noticed that the glidelight was kinked and the jacket of the catheter was compromised, therefore exposing fibers. Another laser catheter was opened, calibrated, and used to successfully complete the case. The patient experienced no ill-effects from the procedure and the procedure was completed successfully using another glidelight. This event is being reported due to the risk of injury (exposure to manufacturing materials) with recurrence.

Manufacturer narrative:
It is anticipated that the device involved in this event will be returned for evaluation. A follow-up report will be submitted with results of the investigation.

Manufacturer narrative:
Catheter investigation summary: the 16f glidelight used in the procedure was returned for evaluation by a cross-functional team of engineers and postmarket surveillance. The examination of the device revealed two major kinks at the location of the broken fibers and compromise in the jacket. The major kinks in the device are consistent with loss of traction to the catheter while in use (inadequate rail) due to operator error. It is suspected that the device was kinked by the physician therefore breaking the fibers in catheter. The physician continued to lase after breaking the fibers which led to the compromise of the jacket. .

Manufacturer narrative:
The patient code has been updated to capture to the inadvertent exposure to laser energy/radiation.